Event description:
A customer reported a malfunction on the pump, specifically identifying malfunction code malf 0. The issue led to the customer's blood glucose level rising to 591 mg/dl. To address the high blood glucose level, the customer administered a correction injection using a multiple daily injection (mdi) method. The customer did not require any assistance from a third party. Customer technical support (cts) provided guidance on resetting the pump and assisted in reconnecting the continuous glucose monitor (cgm) to the pump. After resetting the pump, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.